Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400684403. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed per specification. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
It was reported to b. Braun medical inc. That a safsite® (material 415068, lot 0061928505) was being used to administer a small volume of drug and saline flush (2-4 milliliters) on (B)(6) 2024. According to the complainant, following gas induction and cannulation, the safsite device was placed on the cannula. Following removal of the lure lock syringe, blood from the patient came out via the bung. In 2 instances, this was a very slow ooze. One instance had a very solid dripping flow. The complaint device has not been returned to the manufacturer for evaluation.